Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the atrial lead became dislodged during the right ventricular lead laser extraction for a system upgrade. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.